Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: further investigation found postoperatively, the development of a fistula resulted in the contamination of the abdominal cavity, leading to mild fecal peritonitis. As a result, the patient developed abdominal pain, distention, and hypotension. In response to these complications, a diagnostic laparoscopy was performed, revealing a small anastomotic fistula and peritoneal fluid contamination. To manage this, a lateral ileostomy was created to divert intestinal contents, and the abdominal cavity was thoroughly lavaged. A stoma appliance was then placed on the ileostomy site. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died 5 days after a sigmoidectomy. This patient had colon cancer, decreased immunity, and developed peritonitis requiring re-operation with a colostomy. The intraoperative findings at the reoperation are not provided. The cause of death was reported as peritonitis and no allegation is made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the intraoperative event logs found that the system functioned normally for the duration of the procedure and there were no indications relating to this event. Review of the logs for the four subsequent procedures showed the system functioned normally with no intraoperative events or issues found. The following concomitant products were used during this procedure: 30 degree endoscope, monopolar curved scissors, cadiere forceps, fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died 5 days after a sigmoidectomy. The patient developed peritonitis and required a re-operation with a colostomy. The exact cause of death and events that led to the death are not reported. No allegation is made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that after a da vinci-assisted sigmoidectomy procedure, on postoperative day 1 the patient was transferred to the intensive care unit (ICU) due to unspecified clinical deterioration. According to the surgeon, this deterioration was attributed to contamination of the abdominal cavity and compromised immunity secondary to sigmoid colon cancer. A computed tomography (CT) scan was performed; the results were not provided. On postoperative day 2, the patient required a diagnostic laparoscopy during which a colostomy was performed. The patient expired on postoperative day 5. No specific details regarding the post-operative course. According to the death certificate, the patient¿s death was attributed to peritonitis. The surgeon does not believe that a da vinci system, instrument, and/or accessory caused or contributed to the reported event.